Manufacturer narrative:
An evaluation of the returned device (injector) was completed. An x-ray evaluation revealed that the cam assembly had been activated twice and one (1) stent was found, outside the singulator and after the splay. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The remaining stent was deployed and inspected. The device was disassembled and visually inspected. No non-conformances related to the reported event were found. Based on these findings, the root cause of the reported event was not conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye cataract surgery, the trocar broke during attempt to implant the stents from a trabecular microbypass stent system. Reportedly, the surgeon managed to successfully remove the trocar remnant intraoperatively. A back-up device was used to complete the procedure successfully. There was no report of adverse impact to patient. Additional information has been requested.